Event description:
Health care professional reported injecting a patient with form in the nasolabial folds. Approximately 2-3 days post injection, the patient developed hard bilateral lumps in the nasolabial fold region. An unknown amount of vitreous was used to dissolve the product to rule out a vascular occlusion. The patient was referred to another hcp for complication management. Patient underwent ultrasound guided drainage of the bilateral abscesses. Abscesses were cultured and found to be streptococcus anginosus and prevotellla. Patient is being treated with prolonged antibiotics and is improving. Safety database number (B)(4). Additional comments: importer complaint number eus (B)(4).